Manufacturer narrative:
The pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Upon reloading the cartridge, a minimum fill notification occurred with a cartridge that had 120 units of insulin. The customer was loading a re-used cartridge onto the pump. Tandem technical support educated the customer this was off label. Customer¿s blood glucose was 180 mg/dl. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.